Event description:
A patient reported experiencing inaccurate erratic results with an ot ultra meter. The patient's blood glucose results with a 283mg/dl, 67mg/dl. Tests were done less than 10 minutes apart with a difference of 109%. Pt did not experience any adverse events. No further information has been reported.